Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic lobectomy, when applied on lung lobe parenchyma, the jaws were locked on the tissue but was able to be removed. The sheet was also displaced when user opened the jaws once to change the expected resection position. Another device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d8, d9, g3, h6 the incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic lobectomy, when applied on lung lobe parenchyma, the jaws were locked on the tissue but were able to be removed. The sheet was also displaced when user opened the jaws once to change the expected resection position. Another reload was used with the same handle successfully. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had all full complement of staples, the interlock was not engaged, the jaw of the reload was open, the buttress was dislodged from the proximal end on the cartridge side, the proximal and distal sutures were returned intact for both distal and anvil sides, and there was a mark that suture secured the buttress at the proximal cartridge side. Functionally, the reload was successfully loaded onto the handle. There were no abnormalities in clamping/unclamping jaw evaluation and handle articulation of the instrument. All staples were properly placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the reinforcement m aterial slid off the device prior to firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when using the endo gia¿ ultra universal stapler to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge may move and/or dislodge. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. To allow for the reinforcement material total thickness of 0.300 mm on a reload, the tissue thickness ranges are as follows: for the purple reload: do not use on tissue that does not easily compress to 1.2 mm-1.95 mm. For the black reload: do not use on tissue that does not easily compress to 1.95 mm-2.7 mm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.